Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient currently receiving dilaudid (concentration and dose unknown by reporter) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 it was reported that the patient had been in the hospital because of an overdose. She had oral pills percocet, valium, and seraquil. The patient wasn¿t sure what happened as she had never had an issue in 9 years. The new pump was put in on (B)(6) 2015. She never had any trouble with it or any of her other pumps. One time, she passed out and knocked her head and was in the hospital for 2 days before (B)(6) 2015. Then on (B)(6) 2015 her husband took her to the hospital. She was ¿intubated and everything¿ and didn¿t wake up until (B)(6) 2015 from the overdose; she didn¿t remember much of anything. She was in the hospital from christmas until (B)(6) 2015 for the overdose. The patient was told that she was overmedicated. They took her off of the valium, seraquil, and percocet. The patient was fine without it; she just needed the pump. As of (B)(6) 2016, the patient was still on oxygen, having double vision, and was very weak from being in the hospital from the overdose. The onset of the overmedication issue, diagnostics/troubleshooting performed, actions/interventions taken, cause of event, and resolution of event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.